Event description:
On (B)(6) 2021, the perceval valve s model pvs23 was attempted to be implanted. According to the information received from the site, the patient had a sever calcification in the aortic valve with the small lumen of annulus, which made the decalcification process complicated. There were no collapsing or implantation issues during the procedure. Ballooning was standard and normal. The position of the valve looked correct by the visual check. Although the blood flow was good, echocardiogram indicated grade ii and iii paravalvular leak at the non-coronary part of the valve. By further investigation, a not completely unfolded valve in the non-coronary side was detected. The valve was removed and implanted back again. In the second attempt the ballooning took place with the pressure of 5atm for 30 seconds. The same unfolding issue in the same spot occurred. At the end, the decision of removing the valve has been made. The doctor enlarged the aortic root with the dacron-patch, resized the annulus and decided to implant the magna ease aortic valve 21mm. According to the information received the patient was stable during the surgery, and no adverse impact on the patient has been reported.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device is returned to the manufacturer and the investigation is on going. The follow up will be provided upon the completion of the investigation.

Event description:
On (B)(6) 2021, the perceval valve s model pvs23 was attempted to be implanted. According to the information received from the site, the patient had a sever calcification in the aortic valve with the small lumen of annulus, which made the decalcification process complicated. There were no collapsing or implantation issues during the procedure. Ballooning was standard and normal. The position of the valve looked correct by the visual check. Although the blood flow was good, echocardiogram indicated grade ii and iii paravalvular leak at the non-coronary part of the valve. By further investigation, a not completely unfolded valve in the non-coronary side was detected. The valve was removed and implanted back again. In the second attempt the ballooning took place with the pressure of 5atm for 30 seconds. The same unfolding issue in the same spot occurred. At the end, the decision of removing the valve has been made. The doctor enlarged the aortic root with the dacron-patch, resized the annulus and decided to implant the magna ease aortic valve 21mm. According to the information received the patient was stable during the surgery. Tha manufacturer was informed that the patient was ultimately passed away due to the multi-organ failure (reported as not valve or procedure related but due to other co-morbidities).

Manufacturer narrative:
The pvs23 was returned to the manufacturer for investigation. After decontamination, the valve was visually inspected, and sinusoidal structures blocked in that wrong configuration are the cause of a quite evident deformation at the level of the skirt in the inflow side and in terms of circularity. The structures were then disengaged and after some days (approximately 4 days) the visual inspection was repeated. At the subsequent visual inspection some deformations are still visible but almost no detectable. The height of the leaflets has been verified according to the current revision of the procedure at the time of manufacture and release. No macroscopic anomalies and/or pre-existing defects were detected. The replication of collapsing phases was performed using the returned valve pvs 23/m and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered positioning the returned valve and, except a slight difficulty observed during the collapsing phase, the replication has been completed with a good result. During the valve deployment and ballooning phase in the silicon aortic root (size 21), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed, and it remained fixed within the annulus without observing significant anomalies nor at the annulus level neither on the structures in outflow side. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. Although the valve was received in an unusual configuration, the structures were disengaged and, after a time enough to allow the structures to ''relax'', they were able to recover a shape approximately compatible with the original configuration. In that status, the replication and attempt to reproduce what observed and claimed in the case history, were completed without problems. Based on the performed analyses, it is then possible to exclude the relationship between the reported issue and the returned device quality. Based on information available, it is possible to exclude the relationship between the reported issue and the returned device quality. The review of the manufacturing and quality control data filed in the DHR of this valve, confirmed that the process was performed in accordance with corcym specifications at the time of manufacture and release. The visual inspection, performed on the returned prosthesis valve, did not highlight any pre-existing defects. Although the valve was received in an unusual configuration, the structures were disengaged and, after a time enough to allow the structures to ¿'relax¿¿, the shape were able to be recovered approximately compatible with the original configuration. In that status, the replication and attempt to reproduce what observed and claimed in the case history, were completed without problems. Furthermore, based on the information received from the field, no anomalies on the sinusoidal structure were reported at the time of the first implant attempt which suggest a correct configuration of the prosthesis at the time of the implant. The difficulties were reported only at the time of re-collapsing after the explant. On this regard, as explained in the perceval valve instructions for use, ''a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured.'' As such, the decision to re-collapse the valve was made off-label. Based on the information received, an enlargement of the aortic root was performed before implanting the new competitor's valve. According to this information and the comparison of the labeled sizes of the perceval valve model pvs23 versus the perimount magna ease 21mm, a possible root cause of the event of stent folding can be reasonably attributed to oversizing of the valve in agreement with the manufacturer's investigation on this type of events.